Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information from the repair center. Manufacturing date:2016/9/22. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. Since the device in question has passed only about 4 years since its manufacturing and delivery, it is hard to believe that it is a failure due to aging degradation. Therefore, it is assumed that any of the following internal boards occurred accidentally. Patient board (cr, ap, dr). Dp substrate. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the image of the subject device was not displayed. There was no report of patient injury associated with this event. The repair center of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to a failure of the electrical circuit.